Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The icm device was found in back up mode upon interrogation. Based on implant date, it is possible the device is nearing eri/eol. The patient has experienced no adverse consequences and will be monitored.